Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "2 loops are getting broken within 10 minutes of surgery. The user observed a burn mark on the white part of the working element and requested inspection to evaluate whether it could be related to the reported post-operative dysuria. The patient was kept on urine alkalizer & pain medication, and no hospitalization was extended due to this issue." Cross reference MDR: 9610617-2026-01179, 9610617-2026-01180.

Manufacturer narrative:
Additional information: additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).